Event description:
The user facility reported that a hose connection became loose on the vision single chamber washer causing water to leak onto the wall behind the washer and nearby flooring. No injuries were reported to hospital staff or patient.

Manufacturer narrative:
A steris service technician inspected the washer and found that the hose disconnected. The technician repaired the connection and placed the unit back into service; no further issues have been reported.